Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 35 mm pinn flex drill bit is bent at fluted tip 25 mm pinn flex drill bit is dull and would not penetrate bone (not being returned because item was placed in used medical waste bin and could not be retrieved). No surgical delay.